Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they were having some pain with their hip that is not related to ins which they've had for several years but it seemed to be getting worse. Patient said they are scheduled to have an MRI of their hip tomorrow morning. Agent walked the patient through connecting to their implant and the patient saw the MRI eligibly cannot be determined screen. Patient saw message that said not eligible for full body scan due to abandoned product. Patient stated that in 2023 they had issues with leads being connected properly. Patient stated the healthcare provider (hcp) did surgery and reconnected one lead, but the other lead "disappeared" in the buttocks and hcp couldn't find it to remove it. Agent reviewed lead fragment information. Patient deactivated MRI mode and turned their therapy back on during the call. The patient was redirected to their healthcare provider to further address the issue. Patient stated they are currently in-between hcps.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-41 (lot: va0qw0y); product type: 0200-lead; implant date (B)(6) 2015; explant date (B)(6) 2024 brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.